Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that the basket wire assembly was pulled completely out of the coil assembly. The pull wire was pulled out of the inner sheath and the coil assembly was buckled in multiple places. The guidewire lumen (side-car) presented push-back, was torn on the distal end and deformed in multiple places. The was disassembled and the pull-wire was broken near the distal the end of handle cannula. The fractured end of pull wire had necked down and broken into "v" shape indicating that the wire had most likely sheared apart. A functional evaluation was performed by inserting a guidewire through the sidecar without issue. The condition of the returned incident device was not consistent with the complaint that the basket wire broke. The pull wire was found to be broken near the proximal handle cannula inside the handle assembly. Additionally the guidewire lumen (side-car) presented push-back, was torn on the distal end and deformed in multiple places. The most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors causing the observed damages. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, one of the four wires of the basket broke. Nothing detached into the patient and no stones had been captured/crushed prior to this. The physician retrieved the device normally, and the procedure was completed with another type of device. Reportedly the device was visually inspected prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, one of the four wires of the basket broke. Nothing detached into the patient and no stones had been captured/crushed prior to this. The physician retrieved the device normally, and the procedure was completed with another type of device. Reportedly the device was visually inspected prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.